Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On either (B)(6), 2010, the sliding ratchet was found to be loose during set up before the surgery. The locking pin would not hold it in place. There was no pt injury. They had another one to use and had no problem with that one.